Event description:
Per the clinic, the patient developed an infection around the implant site. The issue could not be resolved and the device was explanted (date not reported). The patient was reimplanted with a new device (date not reported.) Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed november 15, 2013. Device not returned to manufacturer.